Event description:
(B)(4). Ever since having essure I have experienced horribly painful periods with large clots and extremely heavy bleeding. I am bloated and look pregnant. I have severe abdominal pain and lower back pain. I have sharp pains in my over areas that take me to the ground crying in pain. I have frequent uti's as well.